Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "there was blood leakage from the tubing of the wingset utpbbcs."

Manufacturer narrative:
H6: investigation summary: bd received 16 samples and 7 photos for investigation. The photos were reviewed and the indicated failure mode for leakage was not observed. The reported failure mode of leakage cannot be confirmed based on photo analysis as the photos do not show evidence of blood escaping from the tubing. Additionally, the customer samples along with 100 retention samples from the bd inventory, were evaluated by visual examination and functional testing and upon completion the indicated failure modes of damaged tubing and leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failures mode of damaged tubing and leakage. Bd has initiated further root cause investigation relating to the issues of damaged tubing and leakage through corrective and preventive actions. CAPA 4688284 has been created in relation to this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "there was blood leakage from the tubing of the wingset utpbbcs."